Event description:
A customer called beckman coulter regarding three discrepant urine test results from three different patients. The patients were tested at the doctor's office, and all three patients tested negative (-) with the icon 25 hcg test kit. The customer was not sure if any of the three urine samples were first morning voids. Serum samples from two of the patients were collected for hcg testing. Patient a had hcg serum quantitative result of 349 miu/ml. Patient b did not have an hcg serum quantitative test performed. There has been no change to patient treatment that can be attributed to this event.